Event description:
Spontaneous malfunction of cadd legacy pump, serial number (B)(4), due for maintenance 06/15/2019. Per pt, pump started beeping and the display screen keeps flashing and going through the settings. Did the reported product fault occur while in use with a pt? No. Device available to be returned? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.